Manufacturer narrative:
C-reactive protein reagent contains materials of human origin and should be considered potentially infectious. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that they received the synchron systems cx c-reactive protein calibrator reagent bottle with loose caps and the content leaked out. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.